Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 5 mg/ml at 1.2427 mg/day and bupivacaine 10 mg/ml at 2.485 mg/day. It was reported that a pump replacement was completed. Catheter access port aspiration was attempted and failed. The catheter was cut with no cerebrospinal fluid (csf) was noted. A partial catheter removal was completed and length was not calculated. A portion was left in the patient. A new 8780 catheter was placed and connected to the new pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013 explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.